Manufacturer narrative:
Date sent to the FDA: 05/03/2017. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and tvt abbrevo was implanted. It was reported that following insertion the patient experienced dyspareunia. It was reported that patient concurrently underwent total abdominal hysterectomy, sacral colpopexy, paravaginal defect repair and bilateral salpingo-oophorectomy. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.